Manufacturer narrative:
Complaint conclusion: as reported, the tech shuttled down the sealant of the 5f mynxgrip vascular closure device (vcd) and the sheath would not come back from the patient¿s access site. They then deflated the balloon and removed the device and held manual pressure. There was no reported patient injury. The device storage temperature exceeded 25 °c. The mynx vcd was used in a left heart cath procedure. A 5f non-cordis sheath was used. The procedure used a retrograde approach of the artery. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The stopcock of the introducer sheath was not opened prior to shuttle down. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. Manual compression was used for less than 30 minutes. The patient¿s hospitalization was not extended as a result of the event. The patient has recovered. The product was not returned for analysis. The product history record (phr) review of lot f1903501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ could not be confirmed since the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, procedural/handling factors (the stopcock of the introducer sheath was not opened prior to shuttle down) may have contributed to the device deployment jam reported. Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the device has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, which increases its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information available for review suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tech shuttled down the sealant of the 5f mynxgrip vascular closure device (vcd) and the sheath would not come back from the patients access site. They then deflated the balloon and removed the device and held manual pressure. There was no reported patient injury. The product was clinically used and was discarded; therefore, will not be returned for analysis. The device storage temperature exceeded 25 °c. The mynx vcd was used in a left heart cath procedure. A 5f non-cordis sheath was used. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The stopcock of the introducer sheath was not opened prior to shuttle down. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. Manual compression was used for less than 30 minutes. The patient¿s hospitalization was not extended as a result of the event. The patient has recovered.